Event description:
I underwent lasik surgery in 2008. At follow-up, the vision in my right eye was normal but in my left eye was not. The surgeon detected an abnormality of my retina and referred me to a retina specialist. He diagnosed an epiretinal membrane and I underwent surgery. The surgery was unsuccessful, as was a repeat procedure. I have no functional vision in my left eye. There was no precedent in the experience of either surgeon. I have done several literature searches - I am a physician -, and can find nothing about lasik and epiretinal membrane. I would like to know if the FDA has received any similar reports.